Manufacturer narrative:
No product was returned for investigation nor were radiographic films provided. Complaint was unable to be confirmed. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." No product returned for investigation.

Event description:
On (B)(6) 2017, a patient underwent a posterior spinal fusion at the t8-t12 levels. On (B)(6) 2017, a revision surgery occurred due to loosening of the t10 level precept set screw on the left side. The set screw was replaced with another set screw. No patient injury was reported.